Event description:
It was reported that when the devices were used during a skin closure procedure. The clips were jamming. Another device was opened to complete the case. There was no consequence to pt.